Event description:
Report #1 of 2 of a small reflux of fluid from the secondary line into the primary line. It was reported that the pump was infusing persantine for a stress test via a 60ml syringe through the secondary line at 800ml/hour. The total volume of fluid was to be delivered over a 4-minute period. The pump reportedly "stalled" for 5-15 seconds part way through the infusion. The customer contact described this as hearing a grinding sound like the pump gears were not catching, then the pump would "catch" and continue delivering as programmed. There were no alarms during this reported "stall". The customer contact reported that after the "stall", the pump would start to deliver again and there was a small reflux of persantine (which is a bright yellow solution) noted going up the primary line approximately 1/4 of the way up from the pump to the bag. Normal saline was in the primary line, but the pump was programmed in the secondary mode of delivery only. There was no reported adverse pt event.